Manufacturer narrative:
This supplemental report is submitted to the FDA in accordance with the applicable regulations and as indicated by merge healthcare in the initial report submitted 04oct2016. During troubleshooting activities, merge technical support remotely accessed the site's hemo application because the user reported receiving a windows error/message box. Merge technical support found that the client pc had not replicated for over thirty (30) minutes. Remote access found that the merge job scheduler service was not running. Merge technical support restarted it and the client pc began replicating. It was noted that this was the second procedure done in that lab that day and everything performed correctly during the first use. The potential impact to a patient has been reviewed and the risk level has been assessed as low (non-serious injury). Device labeling, hemo-6373 v10 user manual, addresses the potential for such an occurrence in the section titled "reboot schedule" which states, "the merge hemo record station and server need to be rebooted periodically. The following schedule should be followed. - record station: once per week. - server: once per quarter. After a reboot, ensure the phoenix scheduler service is running on the record station." No further actions are anticipated at this time due to the issue being readily apparent to the user, the assessed low impact on a patient, and the instructions provided in the user manual to periodically reboot the record station and server to prevent this issue. For this reason, conclusion code 18 (failure to follow instructions) was used. Revised information contained in this supplemental report includes the following: g7 - indication that this is follow-up report 001. H6 - evaluation codes: methods code: 22 software evaluation. Results code: 115 maintenance problem (a device malfunction or problem that occurs because the device was not properly maintained according to the instructions [e.g., maintenance may be performed by user facility, distributor, or service provider]). Conclusions code: 18 failure to follow instructions. H10 - indication of additional manufacturer information is contained in this follow-up report.

Manufacturer narrative:
The customer's reported problem is currently being evaluated by merge healthcare. For this reason, conclusions code (conclusion not yet available-evaluation in progress) was used. When more information becomes available, a supplemental report will be submitted.

Event description:
Merge hemodynamics monitors, measures, and records physiological data from a human patient undergoing a cardiac catheterization procedure. The system comprises the patient data module and the merge hemodynamics hemo monitor pc. The two units are connected via a serial interface. All vital parameters and evaluations are registered and calculated in the patient data module. This data is then transmitted to the merge hemodynamics hemo monitor pc via the serial interface. All data can be shown and monitored on the merge hemodynamics hemo monitor pc. On (B)(6) 2016, a customer reported to merge healthcare that problems were experienced during a procedure involving a patient after active monitoring and sedation had been initiated. The hemo application automatically rebooted the hemo monitor and client pc. This caused full disclosure to not be recorded and the loss of patient monitoring. During this time, the patient was connected to external devices but the specific devices were not disclosed by the customer. With merge hemo not capturing physiological data, there is a potential for delay in treatment that could cause harm to the patient. The customer reported that the procedure was completed successfully. (B)(4).